Event description:
It was reported that the sponge of an unspecified quantity of minicaps appeared white or very light in color and were dry. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot m24l24b is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to: d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.